Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to stroke and ventricular tachycardia (vt). No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the pump and the patient's expiration cannot be conclusively determined. No autopsy was performed, and the device was not explanted. No product available for investigation. The heartmate 3 lvas IFU lists stroke, cardiac arrythmia, and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: correction. Section b5 and h6 (patient code): additional information.

Event description:
Additional information: the patient developed right sided weakness on (B)(6) 2020 followed by ventricular fibrillation arrest on (B)(6) 2020 that was suspected to be due to post-op right ventricle failure. The patient was resuscitated. On (B)(6) 2020 the patient experienced continued ventricular tachycardia storm. A computed tomography of the head and neck was done and the type of stroke was identified as a total left middle cerebral artery (mca) infarction, right and left anterior cerebral artery (aca), and posterior cerebral infarction with diffuse left hemisphere cerebral edema and 4 mm midline shift. The patient continued to have ventricular tachycardia/ventricular flutter/ventricular fibrillation that was refractory to all treatment including internal and external defibrillation. The patient was also treated with lidocaine, amiodarone, epinephrine, and milrinone. On (B)(6) 2020 the patient underwent implantable cardioverter-defibrillator (ICD) placement but continued to have ventricular tachycardia/ventricular fibrillation. No autopsy was performed.